Event description:
The customer reported that the reservoir was caught on her clothes in the middle of the night and insulin was leaking from the reservoir. The customer's blood glucose reading was 567mg/dl, and she treated with the insulin pump once the infusion set was changed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.